Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. According to the information provided by the technician, the gas module o2 was detected as faulty and replaced. Identification of issue has been done by analyzing problem description, service report and device¿s logs. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).